Manufacturer narrative:
Based on information provided, there was no indication the device did not function as expected. The revision surgery was to remove the excessive heterotropic bone. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. There were two devices explanted, see MDR #1032347-2011-00098 also.

Event description:
It was reported the patient had an arthoplasty procedure to remove excessive hetertropic bone, which resulted in explanting her tmj devices.